Event description:
It was reported that the target lesion was located in the left main (lm) to the proximal left anterior descending artery (lad) with mild tortuosity, moderate calcification and 99% stenosis. After pre-dilatation with a non-abbott balloon to the proximal lad, additional pre-dilatation was performed at the lm to the proximal lad with a 3.5 x 15 mm trek rx balloon. The first inflation was performed at 12 atmospheres (atm) for 30 seconds. The balloon ruptured during the second inflation at 12 to 14 atm. There was no resistance noted during advancement or withdrawal of the device. No further dilatation was performed. A non-abbott stent was implanted in the lesion and post dilatation was performed with a non-abbott balloon. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: autobahn jl3.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.